Event description:
The facility representative reported a colleague infusion pump with failure (B)(4). There was no patient injury or medical intervention necessary. No additional information is available. During the product evaluation at baxter, it was discovered that failure (B)(4) occurred during infusion, which caused an interruption during delivery. There is no further complaint information. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4). Device evaluation/correction: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.